Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been in initiated based upon the reported info.

Event description:
A report was received involving a triad skull clamp. The following info was provided, the pts' position remained lateral during the craniotomy with excision of tumor, lateral (left side down) with beanbag but, the skull clamp was repositioned. The clamp slipped after a couple of minutes of use. The pt incurred a laceration as a result of the slippage. The pts' laceration required staples to close the wound. Another clamp was used to complete the surgery integra adult, disposable a1072 - skull pins were used during this procedure. The surgery was not performed with a stereotaxy device.